Manufacturer narrative:
Device passed basic occlusion and displacement test. No motor error alarms noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Device received with scratched lcd window. The bolus wizard functioning properly per bolus wizard sample in the 523 / 723 user guide. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's doctor reported via phone call that the insulin pump did not deliver the correct bolus for customer's high blood glucose. Customer's blood glucose had been over 300 mg/dl for two to three months. Correction bolus given was always 2 units short of what should be given. Customer's blood glucose was 412 mg/dl. Device alarmed a motor error alarm. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.